Event description:
It was reported that a as lvp 20d 2ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing is coming apart at the blue piece. Verbatim: "the tubing is coming apart at the blue piece"

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-12-07 investigation summary customer reported the tubing fell apart and returned the affected sample. The sample was clearly separated at the outlet of the top pump clip and the complaint is verified. Visual inspection under the microscope found there to be a ring retainer indentation, meaning the part was assembled correctly. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. Correct dimensions and ring retainer rules out assembly, so the root cause is determined to be user error. There is a known failure mode for improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom. A device history record review for model 2420-0007 lot number 20056490 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a as lvp 20d 2ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing is coming apart at the blue piece. Verbatim: "the tubing is coming apart at the blue piece."